Manufacturer narrative:
The t:slim g4 cartridge user guide states: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 occurred. The customer's blood glucose level was not impacted. Reportedly, the customer admitted to refilling the cartridge at the time the alarm occurred. The customer was able to load a new cartridge successfully.